Event description:
It was reported by end user's wife that the yellow light keeps coming on the (B)(4) concentrator. No alarms. Unit has to be shut down in order to get it to go away. The unit would work for an hour or less off and on. The hose was checked, filters cleaned and checked. Hours on unit 43 hours. Received unit first week of (B)(6) 2014, opened on (B)(6) and has this problem since then.